Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on j1 or pcb 1 was locked properly during visual inspection. The insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received stuck button alarm and also received hardware low level alarm. Blood glucose was unknown. It was also reported that insulin pump working as needed. The insulin pump will be returned for analysis.